Manufacturer narrative:
Explanted date - device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a patient experienced more than normal pain with the involved angio-seal device sheath insertion and physician reported added difficulty of inserting sheath with no known anatomical variations that would cause that. Additional information was received on 14 oct 2022: the procedures was a heart catheterization, and a 5 french sheath was used. There were no issues with access. A pre-deployment angiogram was performed. The doctor was eventually able to deploy, and the patient was good.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The suture was found to have been fully deployed and the clear stop indicator was visible at the distal tip. The suture was also found to have been cut. No damage or issues with the device were identified. The complaint was unable to be confirmed a device issue. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been attempting to insert the device at a difficult angle resulting in pain to the patient. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).